Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "leaking upon connection to bd ext set. Confirmed with multiple sets and syringe sizes, the 3ml syringe is the matter." Complaint 2 of 3: event date (B)(6)2019.

Manufacturer narrative:
H.6. Investigation: two samples received for investigation. Samples are evaluated for deformation or damage, leakage with the maxzero device, and molding defects in the barrel, plunger and/or stopper. Results were satisfactory, no defect. During the tests performed on the client samples, wear and tear is observed on the syringe tip, possibly due to excessive force during the syringe connection. During the leak tests (maxzero, lloyd and iso) the results were compliant, no defect observed. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "leaking upon connection to bd ext set. Confirmed with multiple sets and syringe sizes, the 3 ml syringe is the matter." Complaint 2 of 3: event date (B)(6) 2019.